Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported during a lap appendectomy procedure that after firing, reload was broken into pieces and fell into the situs. Could be removed. Took new instrument. No further info is available.